Event description:
Tulip filter was placed in 2002 via the internal jugular vein. At the time of placement there was not any suspected pulmonary emboli, but neither ventilation quantitation imaging technique scan nor a pulmonary angiogram was performed. Patient returned to hospital 23 days later with chest pain. A ventilation quantitation imaging technique scan was performed and it was determined to have high probable pulmonary emboli, but no previous ventilation quantitaion imaging technique scan to compare it to. A kidneys, ureters, bladder film was performed and it looked like the filter had migrated. An angiogram was performed 4 days later and it was apparent that the filter had migrated approximately 2cm proximally. No harm was done to the patient.